Event description:
It was reported that during the operation to replace the implantable neurostimulator (ins) for normal battery depletion, the extension connector broke off at the connector block, when the doctor tried to pull out the ins using forceps. The doctor requested analysis for the ins analysis; the extension was discarded at the hospital. There was no health hazard to the patient.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.